Manufacturer narrative:
Analysis from original equipment manufacturer: failure analysis was unable to duplicate c-00 error. Bipolar failure confirmed on both sockets, the unit failed the short circuit functions test by failing to alarm during the initial investigation. After the cpu/sensorik pcb was replaced, failure analysis was able to calibrate the unit without error. The unit was functioning as intended.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar was not working an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer visited the site and replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. Isi received the iesu; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer informed the technical support engineer (tse) that bipolar was not working. The customer had replaced the instrument cord and the fenestrated bipolar instrument, and the issue persisted. They determined that the generator does make a tone when the surgeon activated the bipolar foot pedal; however, there was no energy at the instrument's tip. The surgeon was using coag 3 effect level and increased it to 4 without any change. There were no errors in the logs. The customer tried both bipolar ports and a different arm buy the issue persisted. The tse recommended replacing the cautery cord one more time and power cycle the integrated electrosurgical unit (iesu), but the issue persisted. The surgeon continued without bipolar. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and confirmed the procedure was completed robotically with the same iesu generator without the use of bipolar energy. The intuitive service line was called, and all steps were completed to attempt to resolve the issue. The surgeon completed the case robotically using the vessel sealer with the separate generator instead of the fenestrated bipolar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and failure analysis could not reproduce the reported failure. The unit energized and cauterized, and all ports recognized instruments. The complaint regarding bipolar not working was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.